Manufacturer narrative:
Tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 252-305 mg/dl. Customer delivered a correction bolus via pump. A system check was performed with tandem technical support and air bubbles were observed within the infusion set tubing. An infusion set change was performed resolving the issue. Reportedly, the customer was using apidra and cold insulin within cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with healthcare provider regarding diabetes management.